Event description:
It was reported that (2) ems were used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the ems staples jammed. Opened another device to complete the case. There was no adverse patient outcome.